Manufacturer narrative:
Multiple attempts to gather additional information were performed, but to date no event updates have been forthcoming. The device was not returned for evaluation as it was not explanted. A device history record (DHR) review for the valve was performed and all manufacturers' specifications were met prior to release for distribution. At this time the exact cause for the reported event cannot be confirmed. Death certificate and records are still pending. Should additional information be received this case will be reopened and investigated.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. (B)(4). Investigation is still ongoing.

Event description:
As reported through the patient registry, five days post transcatheter aortic valve replacement (tavr) procedure, the patient expired.